Event description:
It was reported via repair work order that the cot may not lock into position properly due to worn height adjustment rack springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.